Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received a critical pump error alarm. The customer's blood glucose was 80 mg/dl. Customer states was at the beach prior to the error alarm. Troubleshooting was performed for pump error alarm and noticed received a broken force sensor alarm. Advised the insulin pump requires replacement. Advised to discontinue use of the pump and recommended customer refer to back up plan. The insulin pump will be returned for analysis.